Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested, but unavailable: additional information was requested, and the following was obtained via: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2023-05113.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure it was reported by the distributor that the product was defective, ¿suture not connected to needle. It is not known when the event occurred. No adverse patient consequences were reported. Additional information was requested.